Event description:
Customer reported device = approximately 150 mg/dl. Customer gave self insulin. Customer had a reaction and called paramedics. Paramedics device = 22 mg/dl. Customer was given an IV. No controls were used. A request was made for return product and replacement product was sent.